Event description:
It was reported that this pacemaker was found to be on safety mode. This device was explanted and replaced and has not been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.